Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through a CAPA # 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that blood sample leaked during use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: collected blood with a holder. Blood leaked in the holder when removed the tube.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood sample leaked during use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: collected blood with a holder. Blood leaked in the holder when removed the tube.